Event description:
The event involved a plum 360¿ infuser where an issue during patient use at 1:30 am was reported. It was noted that during a procedure, the battery alarm failed to alert the staff of the depletion, and the pump shut off. It was also noted that the patient was on levophed and was taken down to computed tomography (CT). Additionally, the pump had the battery replaced 4 times before the event. There was patient involvement.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
D9: date returned to mfg: 4/23/2025. The device was received with vision battery with lot#: di02amak2b, ICU test date is 01/07/2025. Device was not sent in with the original battery from the complaint. The battery from the complaint was identified as a csb battery with lot#: 240513v23. Confirmed customer¿s complaint unspecified / unidentified battery related complaint, however, was unable to duplicate that complaint through testing. It was noticed during investigation, that the battery the device was received with was not the same type of battery that the customer originally stated in complaint. In the customer¿s original complaint, the device had a csb battery with lot number: 240513v23, but the device was received at the service hub with a vision battery with lot number: di02amak2b. The battery the device was received with passed all tests. Most likely probable cause worn battery with diminished capacity & history was confirmed / not duplicated. Review of the customer / service repair history shows no similar events. Engineering summarizes the findings: on jan 2, 2025, the pump was powered on, infusions were running and the battery drained from level 4 to level 0 in approximately 1.5 hours. As a result, pump raised a depleted battery alarm and replace battery alarm with low battery alarm parameter indicating the bad counters to 3, thus resulting in replace battery alarm. Pump shutdown because of the battery voltage being below the depleted battery threshold. The pump was powered on again approximately an hour after, and the pump raised 11 instances of replace battery alarm. On january 07, 2025, the diagnostic records logged keypress sequence to indicate the user cleared out the replace battery alarm by entering biomed mode after powering on the device. These are the same sequence indicated in the som document to replace a battery however, engineering cannot determine if a new battery was physically replaced on the pump. On jan 10 and jan 17, the battery drainage from level 4 to level 1 in less than 4 hours and in both instances, the battery recharged to full capacity in approximately 1 hour indicate a bad battery condition (spec. Reduced battery capacity). On jan 23 when the pump was plugged into ac main, the pump clinical signals logged a battery level drop from level 4 to level 1 then level 0, a power off event and immediately a power on event. The probable cause of the pump shutting down is due to the sudden drop in battery level. The pump raised a software_failure alarm on january 26th and 30th. On february 21, 2025, there were a couple of instances where the pump suddenly shutdown after being unplugged from ac main (to battery) while having a battery charge of level 4. On feb 23, 2025, the diagnostic logs showed an uncontrolled shutdown after powering off using the power off hardkey and consequently the pump raised a software_failure alarm and replace battery alarm again.